Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: no product was returned for analysis. Analysis is from lot retained at manufacturer. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Complaint sample review : not applicable, as per the complaint statement 'no sample will be returned. As per standard practice, 100% functional test and 100% visual inspection was carried out, visually. Before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown cardiovascular surgery on (B)(6) 2024 and a connector was used. During procedure drain was connected, but blood was leaking from the three way of the connector. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please confirm, were two (2) bcc3 blake cardio connectors involved on this event? Did both cardio connectors presented the same issue (blood leakage)? If no, please elaborate on the product quality issue of each connector. No product is available for return. Note: events reported via: mw# 2210968-2024-00541. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. ¿ please confirm, were two (2) bcc3 blake cardio connectors involved on this event?=>yes ¿ did both cardio connectors presented the same issue (blood leakage)? If no, please elaborate on the product quality issue of each connector.=>yes the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.